Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the mapping catheter showed that the shaft was kinked and broken 5 inches from the distal tip. Also, no ECG signal wires were broken inside the shaft. The catheter inserted easily inside the test balloon catheter. The mapping catheter and balloon catheter compatibility issue could not reproduced. The mapping catheter failed the return test due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, during set up, it was difficult to insert the mapping catheter into the y-connector of the balloon catheter. Upon removal, kink was noted on the catheter body. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.